Event description:
It was reported that a person using the ilet experienced prolonged hyperglycemia after eating multiple meals, including a large amount of popcorn, without completing meal announcements; device logs showed the user selected meals and ¿usual for me¿ but did not swipe to deliver, and an infusion set change revealed no cannula issues. Symptoms included elevated glucose readings up to 316 mg/dl. Outcomes included continued high glucose for about 10 hours with gradual decline during the call, without emergency care or hospitalization. Investigation included review of synced device logs and user guidance on proper meal announcement workflow. Investigation of this case revealed user error related to missed meal announcements while already elevated, with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error.